Event description:
It was reported that this right ventricular (rv) lead had been showing an increase in capture thresholds and had lost capture of the tissue. Furthermore, the pacing impedance had also increase. Sensing was fine and no noise was observed. A possible change in lead tissue interference was suspected. As the patient is non rv paced monitoring was recommended, but a lead revision should be completed if the patient needs pacing at some point. The rv lead remains in service. No adverse patient effects were reported.